Event description:
Plaintiff, alleges severe and irreversible latex allergy. Plaintiff further alleges suffering severe emotional distress and an inability to engage in her normal activities, physical injuries, great dispair, and loss of enjoyment of life, as well as great loss and depreciation of her earnings and earning capacity.